Manufacturer narrative:
The device was not returned for evaluation. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the foley catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that there were no drainage eyes on the catheter, and no urine returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there were no drainage eyes on the catheter, and no urine returned.